Event description:
Peripheral IV extension catheter had a crack in the connection between the extension set and microclave, this was discovered as the registered nurse (rn) connected the extension set to a newly placed IV catheter and blood began to leak from the crack. The extension set was removed and a new non-defective extension set was placed.